Event description:
It was reported that post a clinical trial afib procedure the patient experienced gastroparesis. The gastroparesis was stated to be possibly from the vagal nerve (vasovagal reactions) involved during the procedure. The intervention required was endoscopy/ lavage. The patient had since improved. The causality was mentioned as procedure and possibly device related. The event was stated as anticipated.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).